Manufacturer narrative:
Submitted: 9/18/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of under/over deliver- outside accurate limit. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer returned the unit for an error. Upon triage (B)(6) 2017, a service technician found one thin vertical line in the display on the left side of the screen; however, the numerical values are unaffected, and also no alarm sounding despite the volume being turned up fully.